Event description:
Rn was unable to prime extension set when setting up to start a saline lock.======================manufacturer response for extension set, microbore extension set (per site reporter)======================will be sending an e-mail and mailing labels for return to research and quality department.